Manufacturer narrative:
The technician found that the left caregiver bed up/down button was stuck and upon further investigation, the technician found that the right caregiver down button was sticking intermittently. The technician replaced the caregiver switch assembly to repair the bed.

Event description:
Info received indicates the bed will lower on its own after it is raised and will sometime rise on its own.